Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc-1 batch 15437549 was received for investigation. Functional testing was conducted by moving the inner and outer molded shafts to check for issues. No problem was found. Visual evaluation revealed that the eyelet was broken off, and a piece is lodged on the tip of the shaft. No damage was observed on the screw, inner or outer molded shaft, and/or suture. The most likely cause(s) of the reported failure are user error, including improper bone preparation, misalignment, or prying/leveraging the device during insertion.

Event description:
It was reported during the arthroscopy of the left shoulder with suture of the supraspinatus tendon that the eyelet of the device broke off during insertion. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.